Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, following microbes were detected from the sample collected from the subject device. -water channel: unspecified microbes (2 cfu/99ml). -instrument channel: unspecified microbes (>100 cfu/93.6ml). -insufflator channel: unspecified microbes (>100 cfu/88.6ml). -suction channel: unspecified microbes (2 cfu/98.8ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus (B)(4). Olympus (B)(4) checked the device and confirmed that the adhesive on the bending section rubber was chipped. Olympus medical systems corp. (Omsc) confirmed the reprocessing method provided by the user facility, but did not obtain any valid information. Therefore, omsc could not determine whether the reported event was related to the reprocessing method by the user facility. In addition, omsc confirmed the result of the device evaluation by olympus (B)(4), but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined at this time. However, based on the following investigation result, the reported event may be less relevant to the device. -as a result of microbiological testing after reprocessing by the user facility, bacteria of up to 100 cfu or more were detected from the channel. However, the result of the microbiological testing conducted after reprocessing by olympus (B)(4) according to the instruction manual cleared the french guideline. -as a result of device evaluation, no defects have been identified that could cause the reported event. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.